Manufacturer narrative:
This report is submitted on june 13, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent skin revision surgery, under general anaesthesia, on (B)(6) 2019 to replace the abutment for a larger one and cauterise the granulated skin. It was also reported that the patient was hospitalised on (B)(6) 2018 with an infection, swelling and pain at the abutment site. During this time, the abutment site was drained and the patient was administered IV antibiotics. The patient was transitioned to po oral and topical antibiotics on (B)(6), 2018 and was discharged from hospital on (B)(6) 2018.